Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 7 infusion set fell off event on (B)(6) 2024, (B)(6) 2024. The infusion set had been in use for few hours for all events. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).